Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed functional testing. External and internal visual inspections were performed and found no issues. The reported problem could not be observed through a review of the event log. The pneumatic system was tested and found no issues. The reported problem was confirmed through a sample evaluation and the power entry module was replaced. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A customer reported that their homechoice machine "smells of smoke" when they turn the machine on. This event occurred during patient use, though no negative clinical consequences were reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.